Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tamper seal and housing intact. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Upon inspection, error code 1720 messages were found in the event history logs. The customer's reported issue was duplicated. Investigation found the root cause was unknown. Back-up-capacitor was replaced.

Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump exhibited error code 1720. No patient involvement.